Event description:
It was reported that the patient presented for routine follow-up. Upon interrogation the left ventricular lead exhibited high impedances. A fluoroscopy was performed; it did not show any defect on the lead. The device was reprogrammed and the patient would be monitored. The patient was in good condition.